Event description:
It is reported that the threads of the screw fractured off. It was noticed when the screw was being removed with the screw inserter on power.

Manufacturer narrative:
This report will be amended when our investigation is complete.